Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported the laser stopped during treatment. The site had to manually lift the arm off the patient. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) performed a pm (preventive maintenance) and successfully completed system verification to specification. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).